Event description:
The user stated he received data alarms on ise results and the results were erroneously low for "about 300 samples". He provided one example of an initial sodium result of 110 mmol per l that repeated as 140 mmol per l. The erroneous results were not reported out. The field service representative found a defective seal in the sipper syringe causing short samples and low results. He replaced the seal and ran full calibration, controls and a precision check with acceptable results to verify the analyzer performance.